Manufacturer narrative:
The technician found the caster was worn. He replaced the caster to repair the stretcher.

Event description:
Information received indicates the left foot caster continues to swivel when in brake and pushed from the side.